Event description:
It was reported that the patient sought medical attention for hyperglycemia on (B)(6) 2026 at (B)(6) hospital. The patient's blood glucose levels reached 24.6 mmol/l (442.8 mg/dl) while wearing the pod between 37 and 48 hours. Upon removal from the infusion site (arm), the pod¿s cannula was found bent. Reported symptoms included hyperglycemia with ketone levels of 2.1. The patient was treated with 10 units of insulin and 1 liter of intravenous fluids. The pod was removed at the hospital and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.